Event description:
Hcp reports pt treated in emergency room for apparent infection at lead site and pt was started on antibiotics. Hcp reports have since seen pt in office with no signs of infection, ecchymosis, or swelling. No report of device explantation.